Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed prime/compromised force sensor system test, excessive no delivery test and displacement test. Intermittent buttons due to flattened dome switches (no crease). No unlocked component connector noted at the lcd board. Device had cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corner. (B)(4).

Event description:
Customer reported that the buttons were hard to press. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.